Event description:
The customer reported a leak from the modular chemistry (mc) probe of a unicel dxc 880i synchron access clinical system. The customer indicated that an error message was generated when the leak occurred. The leak was contained to the instrument but fluid was observed on the top of one sample tube. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat and there was no injury or exposure. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. Beckman coulter field service engineer (fse) was dispatched and determined that the leak from the probe was a diluted wash solution. The fse replaced a faulty vacuum wash collar valve and repair was verified per established procedures.

Manufacturer narrative:
(B)(4).